Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 1 and 4 hours. The site (arm) had puss coming, was bleeding and painful. The patient was taken to the emergency room (ER) and diagnosed with cellulitis. The patient was prescribed flucloxacillin, 4 tablets for 7 days. The patient was at the ER for less than 1 hour. The patient's blood glucose levels (bgs) also rose to 16 mmol/l (288 mg/dl). The patient successfully placed a new pod to treat the high bgs.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.